Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered 41 rounds of inappropriate anti-tachycardia pacing (atp) and 18 inappropriate shock(s) due to an episode of atrial arrhythmia. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered 41 rounds of inappropriate anti-tachycardia pacing (atp) and 18 inappropriate shock(s) due to an episode of atrial arrhythmia. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported. Additional information was obtained, atrial intrinsic amplitude out of range was observed as well as right atrial (ra) lead undersensing. Reading data failed but was later successful. Technical services (ts) was consulted and suspects right atrial (ra) lead issues.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered 41 rounds of inappropriate anti-tachycardia pacing (atp) and 18 inappropriate shock(s) due to an episode of atrial arrhythmia. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported. Additional information was obtained, atrial intrinsic amplitude out of range was observed as well as right atrial (ra) lead undersensing. Reading data failed but was later successful. Technical services (ts) was consulted and suspects right atrial (ra) lead issues.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed as it remains in service a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of undersensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device